Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in intrinsic amplitudes and noise. The doctor explanted the pulse generator and electrode and replaced both. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in intrinsic amplitudes and noise. The doctor explanted the pulse generator and electrode and replaced both. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental was done to correct the model/serial numbers: d4: 3400 model. D4: (B)(6).